Manufacturer narrative:
This report was assessed and determined to be an MDR report based on our MDR reporting criteria. The info provided by (B)(4) adverse incident report indicates that the device in question is not available for eval. Follow up report will be provided upon the completion of the device mfg lot history and review of product complaint in CAPA meeting.

Event description:
(B)(4) adverse incident reports (B)(4) states, PICC line snapped where the line goes from wide to narrow. Full line removed. No details of injury to pt provided, no info regarding action taken was provided.